Manufacturer narrative:
(B)(4)- investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02375, 3007042319-2015-02376 and 3007042319-2015-02377) submitted for devices related to the same event.

Manufacturer narrative:
The following devices have been returned to the manufacturer on 09/24/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02375, 3007042319-2015-02376 and 3007042319-2015-02377) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the controller changed from one power port to the other one before the batteries were down to 25%. The controller was exchanged and five batteries were replaced with no consequence to the patient. Investigation is ongoing. This is report 3 of 3.